Manufacturer narrative:
Of note: the initial complaint was received on (B)(6) 2010. The facility was contacted and new information was received on the event on (B)(6) 2010.

Event description:
The facility was contacted for additional detail of this event. In speaking with the reporter, it was learned on (B)(6) 2010 that per their protocol, the patient will be administered intravenous antibiotics for 48 hours. Additionally as part of the protocol, a culture is drawn. For this event, the culture was negative, however, the patient did receive the antibiotics. The reporter also stated that this patient did have a low hemoglobin due to being new to dialysis having not received any erythropoietin stimulating agent. The patient did not receive any further medical intervention. The sample was saved for evaluation.